Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18june2019. The customer confirmed the ground resistance was above spec, 0.2-ohm. The customer swapped the power cord with known good cord; the unit passed the ground resistance.

Event description:
The customer reported a safety test failure (pvt test 1): the ground resistance was above specification. There was no patient involvement.